Manufacturer narrative:
Concomitant medical products: 5076-52 lead; 5867-3m x2 adaptor, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited high capture thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.